Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 244 mg/dl and 84 mg/dl 2. 252 mg/dl and 109 mg/dl sets of readings were taken on different days. For first set of readings, customer felt hypoglycemic and treated with toast, eggs, and strawberries based upon the reading of 84 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.